Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2015, the customer received the following results on the performa system within 10 minutes: 225 mg/dl and 118 mg/dl. On (B)(6) 2015, the customer received the following results on the performa system within 10 minutes: 70 mg/dl and 202 mg/dl. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation. Test strips are not available for return.